Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained high blood glucose over 500mg/dl, and she has treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to perform the high pressure test, and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.